Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. Even though root cause cannot be confirmed, review of the provided information identified a potential surgical technique and/or patient's anatomy may have contributed to alleged event. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: damage to blood vessels..." "...warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." Device not returned.

Event description:
On (B)(6) 2018 a patient underwent a spinal procedure at l3/s1 levels. One day postoperatively, the patient developed a hematoma (bleeding in left retroperitoneum). Patient underwent an exploration procedure of left retroperitoneum with ligation bleeding point twice. As per reporter, the issue was resolved the next day.